Manufacturer narrative:
The serial number of the analyzer was not provided. The investigation is ongoing.

Event description:
There was an allegation of discrepancy in the results between the cobas 5800 analyzer and the customer's lis with the cobas® hiv-1 (192t) assay. It was alleged that results with <20 cp/ml or >titer max are shown in the customer lis as tnd (non-detected).

Manufacturer narrative:
Data analysis confirmed that the numeric (obx-5) field is empty, which is consistent with results that are not available or invalid for standard numeric representation. Additionally, it is confirmed that the interpretation (obx-8) field contains "bt" (below titer) or "at" (above titer). The instrument is operating as designed; the issue originated from the lis configuration, as it was monitoring only obx-5 and failed to process interpretation codes in obx-8. Modifying the configuration parameter to "verify" and instructing the lis to evaluate obx-8 resolved the misinterpretation of out-of-range results. The investigation did not identify a product problem.